Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain and weight increased to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned morbid obesity. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain (seriousness criterion intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal method: laparoscopy). At the time of the report, none of the outcomes for these events were known. The reporter saw no causal relationship between abdominal pain or weight increased and essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 51.562 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 08-apr-2022: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted,and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal method: laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain and weight increased to be unrelated to essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-feb-2022: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.